Event description:
Hosp realized that an error had occurred over a five month period involving sterilization of gastroscopes, colonoscopes, ercp scopes and duodenal scopes. The equipment that was used was a steris ii sterilizer. Over that period of time hosp was getting print-outs from the machine that indicated that the equipment was being sterilized. However, it was discovered that there may have been a break in the sterilization process due to not using cleaning adapters on the air/water channels. In this time the assumption was made that the scopes were being sterilized when in reality they may have not been. Hosp feels that the machine should not print out data that indicates sterilization has taken place if the scope is not properly attached to the steris machine. There should be some alarm or fault that alerts the operator that there was a problem with the way the equipment was hooked up.